Manufacturer narrative:
The electrode lot numbers with expiration dates were not provided. Calibration was last performed on (B)(6) 2024 with acceptable results. Qc was acceptable. During a review of the alarm trace data, an "abnormal aspiration" alarm was observed the field service engineer (fse) noted the reference solution was old and there was air in the sipper. The fse reseated the electrodes, flushed the sipper and vacuum nozzles, replaced the reference solution, and primed the system. Ise checks, calibration, and precision tests all passed within specifications. The service actions resolved the issue.

Event description:
The initial reporter complained of discrepant high results for 1 patient sample tested for sodium (na) and chloride (cl) on a cobas pro ise analytical unit. The initial na result was 152 mmol/l. The repeat from a different cobas pro analyzer was 139 mmol/l. The initial cl result was 113 mmol/l. The repeat from a different cobas pro analyzer was 102 mmol/l. The initial results were reported outside of the laboratory where they were questioned by the doctor. The repeat results were believed to be correct.